Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the tortuosity of the blood vessel was severe and it was difficult to pass the lead through the sheath. The physician attempted to extend the helix of this ra lead but the helix did not extend after ten rotations. After a total of thirty rotations and multiple maneuvers to get the helix to extend the helix extended a little bit. The helix would not extend any further after the physician attempted to apply stimulus to the lead. Measurements were then performed but loss of capture was noted. The position of the ra lead was changed but no changes were seen. The helix was also attempted to be retracted but could not be retracted. The lead dislodged and was finally removed and a new lead was implanted successfully. This ra lead will be returned. No adverse patient effects were reported.